Manufacturer narrative:
The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification is necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Limited information was received based on early experience of five surgeons with the bi-cruciate retaining tka (vanguard xp knee). It was noted that revision due to pe wear occured for unknown number of patients. The dates of surgeries or specific details have not been provided. There has been no further information provided and the patients' outcome is unknown.